Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was seaprated the following information was received by the initial reporter with the following verabtim it was reported by customer that the line fell apart at lock junction.

Manufacturer narrative:
The customer reported the line fell apart, and returned one sample of material 2420-0007, lot 25065427. Upon initial visual examination, the set verified the complaint of separation at the lower fitment, solvent based connection. The set was examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for the separation at the lower fitment to be related to incorrect insertion of the tubing into the solvent dispenser. The plant updated the procedure to improve the frequency of preventative maintenance on the solvent dispenser fixture. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.